Event description:
It was reported that during use with bd maxzero¿ extension set, microbore, maxzero¿ needle-free connector the tubing was damaged. This is the 2nd of 2 events. The following information was provided by the initial reporter: I also have had nurse say the pressure sensing device tubing has ¿exploded¿ at one of our satellite units.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.